Manufacturer narrative:
Other text: evaluation results: one medfusion pump was returned for investigation in used condition. Both tamper seals were removed. The top case was damaged at the front corner. The battery door and left plunger case were also cracked. There was a travel course reverse error in the event history. A flow/occlusion test was performed. The customer reported product problem (failed occlusion test, check clutch/ plunger lever course failure) was replicated during the test. The problem source of the reported product problem was unknown. A root cause was not established. The investigator replaced the clutch halves and that cleared up the problem. The parts were over 4 years old.

Event description:
It was reported that the medfusion pump displayed a failed occlusion test/check clutch plunger lever coarse failure. No patient injury or complications were reported in relation to this event.